Event description:
An aneurx stent graft systems was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm, eight years ago. Aneurysm and vessel morphology from the time of implant are not available. It was reported that the aortic neck dilatation due to disease progression and currently the aortic neck is approximately 25 mm in diameter at the renal arteries and is 34 mm in diameter just above the aneurysm. It was described as short, angulated and conical in shape. The patient presented emergently and the CT demonstrated that the stent graft had migrated into the aneurysm sac. There was a proximal type I endoleak and a contained rupture. The decision was made to implant two endurant aortic cuffs; however, the springs of one of the aortic cuffs did not spread out enough therefore a palmaz stent was implant to spread out the endurant suprarenal stents. The physician also implanted an endurant 16x18x82 on the ipsilateral side prophylactically. There was a report of an unknown endoleak either a small proximal type I endoleak or a possible type IV endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Patient's condition affected effectiveness of device (pre-operatively ruptured aneurysm, disease progression, aortic neck dilatation and angulation, conically shaped aortic neck), incorrect technique/procedure (stent graft used for treatment of a pre-operatively ruptured aneurysm). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (pre-operatively ruptured aneurysm, disease progression, aortic neck dilatation and angulation, conically shaped aortic neck); operational context contributed to event (stent graft used for treatment of a pre-operatively ruptured aneurysm).